Event description:
It was reported that when using the bd pyxis¿ medstation¿ es cubie failed and would not eject when prompted. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 02-may-2018 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the station had failed cubie that was not ejected. A field service engineer (fse) went to the depot to pick up parts. At the station, tray showed a power light. The station was powered off and the tray was replaced. The unit was tested in diagnostics, and the customer was recovered. The system functioned as intended after the field service engineer repaired the device.